Manufacturer narrative:
Event occurred within the year of 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.268.000s; lot: 5l65277; manufacturing site: (B)(4). Release to warehouse date: august 14, 2019. Expiry date: august 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an implant surgery with the femoral neck system (fns). There was no surgical delay. On (B)(6) 2020, the patient fell and fractured subtrochanteric bone under the fns. The surgeon commented that there was no product malfunction. On (B)(6) 2020 the patient underwent a reoperation and explant. The procedure outcome was successful. Patient outcome is unknown. Concomitant devices reported: bolt for femoral neck system 85mm length-sterile (part number 04.168.285s, lot 24p1422, quantity 1), antirotation screw for femoral neck sys 85mm length ¿ sterile (part 04.168.485s, lot 19p4968, quantity 1), 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile (part 412.213s, lot 6l37303, quantity 1), 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile (part 412.214s, lot 6l34179, quantity 1). This report involves one (1) femoral neck system plate 2 hole ¿ sterile. This is report 1 of 5 for (B)(4).